Event description:
It was reported that the customer experienced damage to the pump housing and usb port, affecting their ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin delivery.